Manufacturer narrative:
Company representative evaluated the system. Corrections included replacement of the display. System was calibrated and safety tested to factory specifications.

Event description:
Customer reported an issue with the panorama central station's display, which may have affected telemetry monitoring. No patient injury was reported.